Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: (B)(6) 2018. Product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) regarding a patient initially receiving morphine (10 mg/ml, 0.06 mg/day) via an implantable pump for non-malignant pain and post-laminectomy pain. It was reported the patient was diagnosed with a granuloma via magnetic resonance imaging (MRI) and the pump had saline in it now. The caller stated they weaned the patient's it morphine daily dose down to minimum rate as quickly as possible with the pump currently having saline in it and programmed to min rate mode now. The patient was in the hospital. The caller stated they need to shrink the inflammatory mass (im) to resolve the im so they were turning the pump off and would wait until the im was resolved to implant a new pump and catheter. The caller requested the pump off code and it was provided to them. The event date was recorded as (B)(6) 2019 (year valid).